Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As an escalation of therapy, an impella 5.5 device was placed via a right axillary/subclavian surgical arterial approach in a 47-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. Per registered nurse (rn) report, during patient transport to a computed tomography (CT) scan, an event occurred that resulted in inadvertent pulling of the swan-ganz catheter and possibly the impella 5.5 device. Following this event, the patient clinically deteriorated with loss of vasopressor support. The patient was transferred back to the intensive care unit (ICU) and shortly thereafter suffered cardiac arrest, at which time advanced cardiac life support (acls) measures were initiated. During acls, transesophageal echocardiography (tee) demonstrated that the impella 5.5 device was malpositioned within the aorta. The patient subsequently expired. The death is conservatively being reported but in consideration is the patient¿s underlying critical condition, including severe ami/cgs and scai stage e cardiogenic shock.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was use related due to patient movement.